Event description:
The customer reported, that during the case of endoscopic retrograde cholangiopancreatography procedure, when the tip cover of the single use distal cover was attached to the tjf-q290v. (Please see report with patient identifier (B)(6)) and used, the rear end of the cover was torn and the tip cover fell off. According to the initial reporter, although it fell out of the body, it was recovered and the procedure was completed with no effect on the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The distal cover had detached. Additionally, the distal cover was found torn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -visual confirmation results of the actual product it was confirmed that the returned distal cover was damaged at the front end and rear end, making it easy to detach from the endoscope. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: -no anti-fog agent is used. -no lubricant is used. -the user had confirmed before use that the cover was not damaged immediately after it was attached to the scope and that it was attached correctly. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -it is possible that the rear end of the cover was easily damaged because the distal cover was crushed before it was attached to the scope. As a result, the rear end of the cover broke due to the load when it was attached to the scope, and the load of friction due to twisting and pushing and pulling in the body cavity, making it easy for the cover to come off the scope, and it may have fallen off. -the cover cannot be removed by just touching it lightly after attaching it to the scope, but it is possible that it was not fully attached because it was not pushed all the way in. Therefore, it is possible that the cover gradually came off due to friction with the inside of the body cavity.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus tried to replicate the reported failure using a distal cover (lot. H1412) and confirmed that the distal cover will never come off when it has no damage, and it is correctly attached to the scope. However, the cause of the event is likely due to the rear end of the cover broke due to the load when it was attached to the scope, and the load of friction due to twisting and pushing and pulling in the body cavity, making it easy for the cover to come off the scope, and it may have fallen off. It is possible that the cap was not fully attached because it was not pushed all the way in. Additionally, it is possible that the cover gradually came off due to friction with the inside of the body cavity. The event can be detected by following the instructions for use (IFU) which state: .7.3 attaching the distal cover (p.11 to p.13), ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). Regarding the prevention of the detachment of the distal cover from recurring, the facility, the following was confirmed: ¿ the facility did not reconfirm the correct operation method by contacting olympus or another expert within their facility. ¿ the facility did not carefully review and follow the instruction manual. ¿ the facility did not educate or continuously educate its personnel about handling methods. ¿ the facility did not inspect the distal cover prior to attachment. ¿ the facility did not use care when attaching the distal cover, so that it does not crack. In addition to the above, the following additional information was obtained: ¿ the interviewee states that if not careful with the amount of force, the tip of the cover will tear. However, it is difficult to adjust the force because the cover cannot be attached to the scope correctly unless force is applied. ¿ due to the above, the interviewee states that after the distal cover falls off, the device is carefully installed so that the cover does not tear. Careful observation is made for damage. However, this is a personal measure and not implemented by the organization. ¿ although it was noted by olympus that the new distal cover is being used at the facility, the nurses did not recognize the difference between the old and new design. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their product carton (until time of use) and stored in the endoscope cabinet. The facility reported that they do not know the specific chemicals used when the distal cover detached. Although it was confirmed that no chemicals were applied to the distal end of the endoscope, it was stated that no defogger should is used during an endoscopic retrograde cholangiopancreatography procedure (ercp). Dimethicone (internal liquid 2%) and tap water (about 300ml stock solution diluted to 1500ml and used separately in each place) is administered directly into the body through the forceps channel during endoscope insertion and sent to the forceps channel to lubricate. Contrast (urografin) is administered through the cannula during the endoscope insertion. Lidocaine hydrochloride (viscous 2%) and thrombin liquid mochida (soft bottle 5,000) are administered orally to the patient before the inspection. Water with dimethicone is used during endoscope preparation and pre-use inspection. It was confirmed that a crack has never been observed on the distal cover before attaching it to the endoscope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.